Event description:
It was reported that a pt has shards from the scope embedded in the ankle joint from a procedure that was done in 2007. A smith & nephew scope, mini shaver and other instruments were used and the doctor mentioned inserting k-wires and screws. The min-blade was discarded, but the scope and instruments appear to be in very good condition. Sales rep. Stated that the facility could not confirm any smith & nephew device caused or contributed to this event.

Manufacturer narrative:
No product is being returned for eval. .